Event description:
Reportedly, there was an unknown cartridge issue during an iol implant procedure. The duration of the surgery was prolonged and the incision was enlarged to 3 mm. Another iol was successfully implanted. No clinical consequences or patient impact were reported as a result of this event.

Manufacturer narrative:
Although requested, the device was not returned for evaluation and additional information was not obtained. A review of the device history record (DHR) did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all the available information, the root cause of this event could not be determined.